Manufacturer narrative:
Concomitant medical products: product ID: 9733236, serial/lot #: (B)(4), ubd: 13-nov-2022. The perc was returned to medtronic for analysis. Testing was conducted and it was confirmed that the pin was twisted and bent. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that a perc pin was bent and twisted due to force on the pin during the procedure. The perc pin was being used on label. There was a 15 minute delay to the procedure. There was no impact on patient outcome.